Event description:
A (B)(6) female level 1 trauma activation after unrestrained driver head-on collision / mvc. After multiple procedures, the pt was started on an epidural pump for pain mgmt. On (B)(6) 2019 at 17:17, the anesthesia provider ordered hydromorphone 10 mcg/ml bupivacaine 1 mg/ml in ns 250 epidural with a continuous rate of 5 ml/hr and bolus of 4 ml with lock-out of 15 mins. On (B)(6) 2019 at 00:40, the rate was increased to 6 ml/hr. On (B)(6) 2019 at 17:30, 2 rn's hung a new epidural bag that was double-checked. The pt continued to describe significant pain and became progressively hypoxic requiring transfer back to ICU and intubation and bronchoscopy. On (B)(6) 2019, when the epidural was being changed, the ICU rn noted that the bag was supposed to have 40 ml left but still contained a full 250 ml. The nurse notified the ICU, surgical, and anesthesia providers. Per anesthesia on (B)(6) 2019 the epidural catheter appeared to be intact. In reviewing the pump audit report, the pump was supposedly functioning approx, infusing 1.5 ml every 15 mins for the continuous rate. However, a high number of attempted pca doses were noted during the timeframe above, as high as six to nine attempts at a time. The pump was tested and calibrated and appeared to be functioning appropriately. Actions: this event is being reported to smiths medical for further injury into pump functionality. FDA safety report ID# (B)(4).